Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged with the tandem usb cable and wall charger. There was no reported impact to the customer's blood glucose level. A replacement usb cable and wall charger was sent to the customer.